Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box data revealed replace no related issues had occurred. The pump powered on with a display screen functioning per specification. There was no evidence of damage or defect to the display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was pink. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.